Event description:
The patient reported frayed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure noticed issue by abbott on 04oct2023. Investigation codes and conclusion will be provided in an additional submission.

Manufacturer narrative:
One cardiomems patient electronic system and power supply were received for evaluation. It was initially reported by the customer that there were frayed and exposed wires of the power extension cable. Analysis confirmed that there were frayed and exposed wires of the power supply output cable, not the power extension cable. No other discrepancies or discernible damage besides normal wear and tear could be identified on the returned material. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue, as no non-conformance related to the reported issue was found in the batch records reviewed. This event is no longer associated with the fa-q323-hf-4 field action.